Manufacturer narrative:
Film evaluation summary: the reported infolding and endoleak could not be assessed on the pre-implant CT¿s provided. Post-implant CT¿s were not available for a more thorough review of the stent graft in-vivo configuration. It is likely that narrowing of the aortic neck before entry into the aneurysm sac and implantation of a 36mm diameter bifurcate into this narrowed portion may have been a factor in the infolding event. Instructions for use for the endurant iis stent graft advises that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. The reported infolding and endoleak were confirmed on the films received; however, the exact cause of the event could not be determined. Post-implant CT¿s were not available for a more thorough review of the stent graft in-vivo configuration. Additional angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Although a type ia endoleak in particular could not be fully determined, it is most likely that a proximal endoleak was present as a consequence of the infolding observed in the main body bifurcate. It is possible that implanting a 36mm diameter bifurcate into a proximal neck flow lumen which had a conical shaped profile ranging from 31 ¿ 29mm in diameter, may have contributed to the infolding but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 67mm abdominal aortic aneurysm.  It was reported that during the index procedure, after the evar devices were deployed. An ivus catheter was used to look for areas of potential stenosis that may need additional ballooning. In the proximal seal zone, it was noted there was significant folding of the graft for unknown reasons. This was observed on fluoroscopy. After 3 ballooning attempts to try and repair it, there was no change. A large type ia endoleak was observed on final angiography.  As per the physician the cause of the event can not be determined.  No additional clinical sequalae were provided and the patient will be monitored.